Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, large noise signals were observed on the atrial lead. It was recommended to bring the patient to the clinic for assessment. No further information is available.